Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient is experiencing a return in symptoms. Patient stated that in the last month or two, they have been leaking and when they do go, they are not getting enough out. Patient said they have to cath and when they do, they used to be at 4oz but are now getting 10-18oz. Patient said that they weren't having to cath before. Patient said when they go to the bathroom they pee a little bit and then start peeing again. Patient said they received the implanted devices "mainly because of infection" and urinary retention. Patient said they have a hard time with the ins on the left side, they don't think it works. Patient said they saw their managing hcp, they checked their internal components and said the leads were in place. Helped patient connect with their implanted devices to make an adjustment. Patient was able to successfully connect to both de vices and increase stimulation to a comfortable level. Patient will maintain stimulation level and will continue to track symptoms. Redirected to doctor if issue persists. Patient mentioned they are undergoing physical therapy treatment for gait. Patient also said that they were using catheters before the implanted devices and kept getting infections and said they wanted to see if getting the implanted devices would help with the infections.